Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05835. It was reported the pt experiencing uncomfortable stimulation and warmth at the lead site. While attempting to reprogram the pt stimulation began to auto reduce. Reprogramming made stimulation a bit better but did not address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.